Event description:
It was reported that the patient was experiencing inadequate pain relief despite of optimizing the program. The patient underwent an implantable pulse generator (ipg) explant procedure.